Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned

Event description:
Surgeon is requesting a proximal femoral component ("as large as possible - 48-54") to revise an existing proximal femoral component due to a possible dislocation of the femoral head from the acetabular cup. Implant design engineer indicated the implant would be designed to "avoid further increase of the leg length discrepancy". Sales support also cited instability.